Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The pharmacist at the hospital, reported the following event : " after a surgery, at the sterilization, when recomposing the ancillary nail gamma 3, the nurse found that the ring was no longer attached to the target device. The medical staff in the operating room and the surgeon have been informed. They looked for the ring but they couldn't find it. Xray has been performed on the patient and confirmed that nothing has been left into the patient's body. "

Manufacturer narrative:
Referring to the product inquiry the target device gamma3® 300x160mm is the only reported device and thus considered the primary product. Since the review of the inspection records revealed no discrepancies, we exclude deviations in manufacturing. The item was documented as faultless prior to distribution. As the target device had been in use for a longer time (manufactured in january 2011) we presuppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Dimensional examination of the groove in which the c-ring was located, revealed no discrepancies. Previous complaints are known reporting a detached c-ring. In those previous cases a contribution by the design could not be excluded. Therefore a design change of the c-ring was implemented by ecn # 6197/07. Internal tests confirmed the effectiveness of the new design. The new design does not prevent a c-ring detachment by 100% (i.e. In case of rough handling), but makes a detachment of the ring more difficult. The complained device was recognized as new design version, manufacturing postdates the implementation of the design change. Since the missing c-ring could not be provided for evaluation, a physical examination of the unit was not possible. It cannot be excluded that the missing c-ring was detached prior to the surgery during the cleaning process to achieve a proper cleaning result with the target device. During detachment the ring may have been deformed which may have affected the secure fit of the ring (loosening). This scenario is supported by scratches found at the returned instrument beside and in the groove in which the c-ring is located normally, most likely generated by a pointed instrument during attempts to lever the c-ring. A missing clamping ring does not affect the targeting accuracy of the target device, because the accuracy is ensured by the nail holding screw. The clamping ring is just a feature to ease the attachment of the nail at the reception of the target device. In addition to the scratches found at the tip of the metal portion the device is damaged by hammer impacts next to (and onto) the imprint "do not hit". Referring to the damage patterns and based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather considered user related (misuse). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No nonconformity was identified.

Event description:
The pharmacist at the hospital, reported the following event: "after a surgery, at the sterilization, when recomposing the ancillary nail gamma 3, the nurse found that the ring was no longer attached to the target device. The medical staff in the operating room and the surgeon have been informed. They looked for the ring but they couldn't find it. Xray has been performed on the patient and confirmed that nothing has been left into the patient's body."